Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose that ranged between 250 and 525 mg/dl with no symptoms. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. The reason for this variance could not be determined at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event.